Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a death occurred post a stenting procedure. A radiographic technician at the facility (who asked to remain anonymous) indicated to a bsc sales representative that 2 patient deaths occurred within 24 hours of synergy stent implantation. No patient specifics, procedural information or cause of death was provided. Follow up with the cath lab director at the hospital indicated he was not aware of any deaths associated with the synergy stents and therefore no additional information could be provided.